Event description:
Check connection errors, unit smells like burning electronics. Shuts down after it reaches 17.

Manufacturer narrative:
Reporting due to FDA findings during audit in 1/2015. Investigation and results: unit turned on, passed final testing without any problems. Left unit running for 25 minutes at 50ma and had no burning scent. Could not duplicate patients complaint. No problem found.